Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer reported that the hub assembly is inside the serter. The customer reported the hub was stuck inside but she was able to remove it. The customer has not experience this behavior with multiple sensors. The customer was advised to return the complete sensor. The customer was advise that we would replace the 3 sensors ask a courtesy.